Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 436 mg/dl at the time of incident and current blood glucose value is 372 mg/dl. The customer did not provide any symptoms regarding "to" high blood glucose. The customer was treated with manual injection and insulin drip. The customer was wearing the insulin pump during the hospitalization. Customer declined troubleshooting. The insulin pump will not be returned for analysis.